Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, a retaining sleeve for matrix threads was damaged and would not thread into the unknown screw. The tip was also broken off. It is unknown if when was the issue was discovered. It is unknown if there was a procedure. There was no patient consequence. Concomitant device reported: unknown screw (part # unknown, lot# unknown, quantity #1). This report is for one (1) holding sleeve-long for matrix. This is report 1 of 1 for (B)(4)..